Event description:
It was reported that a device was used during a laparoscopic colon procedure. The patient underwent an open deep anterior rectum resection due to a carcinoma. The intraoperative course was uneventful: the issue donuts were thick and complete and the testing for leakage was negative. On first postoperative day the patient developed peritonitis signs in the lower abdomen. Surgical evaluation showed a 1 cm dorsal opening of the anastomosis. According to the surgeon the perfusion was excellent and there was no tension on the anastomosis. The patient was provided with a temporary ileostomy and is now in a stable condition.